Event description:
During an in-clinic follow-up, episodes of high pacing impedance were observed on the left ventricular (lv) lead. Lv lead damage was suspected, but could not be confirmed to be the cause of the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.